Event description:
A pt reported an error message with a surestep meter. Pt has diabetes that is controlled by diet. Pt has been using the ss meter for about a year. In 2001, pt experienced "needles up on the bottom of the feet," and headaches, which felt like migraines. Pt claims that when their blood glucose is low those are the symptoms pt always gets. Pt tested on ss meter twice and obtained an unspecified error message. Pt had to go to emergency room where pt's blood glucose was 56mg/dl on hospital's meter. No further info has been reported.